Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 500 mg/dl and would like to check the pump. The customer was concerned with insertion sites and possible infection and was advised on insertion technique. Customer indicated that the serter is not as powerful as it once was and troubleshooting advised on proper cleaning for the serter. The customer was advised that the serter would be replaced and to return the product for analysis.